Manufacturer narrative:
Issue: t1 block did not fit onto the tibia correctly. There was an anterior medial osteophyte shown on the I-view that did not exist. Block was shaped around that osteophyte. What actions were taken during surgery to account for this issue? Removal of metal cut block from t1 to make tibial resections. Had to go back and cut the femur again. 15/20 minute delay during case. What was the patient outcome as a result of this incident? Patient outcome was good, as surgeon worked around the issue. Investigation: segmentation was reviewed and the area of interest (confirmed by sales rep, see attached email) was confirmed to be floating off the anterior ridge of the tibia. The image quality of the CT scan makes the border of the anterior osteophyte unclear. The cad team is trained to over segment and include any suspect areas in the osteophyte segmentation if there is any doubt, because under segmenting could potentially have a worse effect of throwing the jig out of alignment due to interference with the native bone. Device caused or contributed to the failure mode.

Event description:
T1 block did not fit onto the tibia correctly. There was an anterior medial osteophyte shown on the I-view that did not exist. Block was shaped around that osteophyte. What actions were taken during surgery to account for this issue? Removal of metal cut block from t1 to make tibial resections. Had to go back and cut the femur again. 15/20 minute delay during case. What was the patient outcome as a result of this incident? Patient outcome was good, as surgeon worked around the issue (note: t1 is a patient specific single use instrumentation).